Event description:
In late 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultar2 meter is giving a battery indicator message. This complaint is classified according to the documentation of the customer care advocate (cca), as the pt was not available for f/u questions. The pt claimed that the battery indicator message first occurred 2 or 3 weeks ago prior to contacting lifescan. After the reported issue began, the pt reportedly was not able to test his blood glucose on the subject meter. It is not known how the pt managed his diabetes after the reported issue began. The pt decreased his insulin regimen as a result of the battery indicator issue and did not test on any other device. Reportedly, the pt developed symptoms described as "tired, shaky, and feeling cold," after the reported issue which could be suggestive of severe hypoglycemia. However, the pt reportedly did not receive any medical intervention as a result of the reported issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leadings up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted that the battery was not charged per the owner's manual. This complaint is being reported because the pt claimed that she had symptoms that were suggestive of severe hypoglycemia after she was unable to test her blood glucose on the subject meter due to the battery indicator message. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.